Event description:
Patient presented to hospital after receiving inappropriate therapies. Upon device interrogation, it was determined that the therapies were due to noise on the lead. Noise was not reproducible. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.